Manufacturer narrative:
H6: health effect impact code: f1903: device explantation. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. The status of the device is unknown as no record of explant was provided. After multiple requests, specific lot number information was not provided for this device, but product type has been confirmed. Review of the manufacturing and sterilization records could not be performed as a valid lot number was not provided. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: [missing records: records prior to 10/20/06 were not provided.] (B)(6) 2006: baystate franklin medical center. Alan d. Mcclelland, md. History and physical. Ventral incisional hernia. Had undergone sigmoid resection for recurring episodes of diverticulitis, 12/2005. Over past couple months there was some bulging in the lower end of his abdomen just to the left of midline below the umbilicus. Appeared to be slowly growing, he wishes to have repaired. Now admitted for laparoscopic ventral hernia repair or possible open ventral hernia repair. History: gastroesophageal reflux disease and barrett¿s esophagus, peptic ulcer disease, chronic obstructive pulmonary disease, diabetes mellitus, first degree av block with bradycardia. Has a history of mrsa in the past. Social history: does drink alcohol. Was a smoker in the past, does not smoke currently. Exam: weight 240 lbs. Abdomen; soft, nontender, well-healed scar inferior aspect of abdomen. Appears to be area of bulging just below and to left-hand side of umbilicus. Preoperative labs: glucose 233, wbc 6.8. Plan: proceed with repair. (B)(6) 2006: baystate franklin medical center. Alan d. Mcclelland, md. Operative report. Preoperative diagnosis: ventral incisional hernia just inferior and to the left-hand side of the umbilicus. Postoperative diagnosis: ventral incisional hernia just inferior and to the left-hand side of the umbilicus with extensive dense adhesions to the lower abdominal wall. Operation: laparoscopy converted to open laparotomy with lysis of adhesions and then repair of hernia with 10 x 15 cm gore-tex dualmesh patch. Assistant: stephen fox, md. Anesthesia: general anesthesia administered by dr. Godek and ken kanner, crna. Procedure: ¿with the patient in the supine position under general endotracheal anesthesia, a foley catheter was inserted, clear urine was noted. A left upper quadrant incision was made in the skin and deepened into the subcutaneous tissue. The fascia was identified, elevated and incised. Using combination of blunt and sharp dissection, the abdominal cavity was entered. The hasson trocar was inserted at that site and held in place with #2 dexon stay sutures which were preplaced into the fascia. Pneumoperitoneum was then obtained with carbon dioxide at a pressure of 18 mmhg pressure. It was noted that there was a hernia coming over towards the left-hand side, and there were extensive adhesion of the small bowel up to the anterior abdominal wall in the left mid abdomen and left lower quadrant. Decision was made to insert another large trocar in the right upper quadrant and the place the laparoscope at that site because the visualization looking down at the pelvis would have been better. Therefore, a 10/12 blunt-tipped trocar was inserted in the right upper quadrant, and the laparoscope was then moved from the left upper quadrant to the right upper quadrant. Following this, two additional trocars were placed in the right lower quadrant. These were 5 mm blunt-tipped trocars that were passed through the anterior abdominal wall. These were again placed under direct vision. With dissecting forceps in hand through these 5 mm trocars, the region of the adhesions was examined. Initially, an attempt was made just to gradually dissect the adhesion off the anterior abdominal wall, but because of the denseness of these adhesions and the fact that they appear to involve the small intestine, decision was made very rapidly to convert to an open procedure. Therefore, the midline incision was made in the skin through the previous scar and in fact the previous scar was excised. The hernia sac was opened, and the abdominal cavity was explored. On the anterior abdominal wall, there was a large 5-7 mm in diameter hernia, and there were a couple small hernias above that area in the midline. These were all connected to make one large hernia. The adhesions were then taken down under direct vision with a combination of sharp and blunt dissection. A small serosal tear was noted in one piece of the small bowel, and this was repaired with 3-0 silk seromuscular sutures. After freeing up the entire small bowel all the way from the ligament of treitz to the cecum, the small bowel was then returned to the abdominal cavity. The defect was examined. It appeared that a 15 x 10 cm gore-tex patch would be the appropriate size, and it would be placed in a transverse fashion rather than vertically. The tissue was cleared above and below the fascia to expose the fascia well, and this was done circumferentially. Following that the 10 x 15 cm gore-tex dualmesh patch was sutured in place with fascial sutures of 0 prolene, which were in horizontal mattress fashion. These sutures were all placed initially and then the prosthetic material was parachuted into the subfascial plane. Care was taken to straighten out the edges of the gore-tex patch in all directions all the way around to avoid adhesions to the gore-tex patch itself. The sutures were all tied individually. The resultant defect was then closed by using figure-of-8 sutures of 0 prolene to approximate the fascia over the gore-tex patch. The subcutaneous tissue was closed with a 3-0 vicryl running suture, and the skin wounds were all closed with skin staples. The laparoscope was then reinserted into the abdominal cavity to examine the patch placement which looked good, and the laparoscope was removed. All of the laparoscopic wounds were then closed. The left upper quadrant wound was closed with a figure-of-8 suture of 2-0 dexon and then #2 dexon stay sutures were tied over that. Skin wounds were all closed with skin staples. Dry sterile dressings and an abdominal binder were applied. The patient tolerated the procedure extremely well. Estimated blood loss less than 100 cc. All counts were correct at the end of the procedure. He will be admitted to the hospital for postoperative care, because this will be too uncomfortable for him to go home on oral medication. He did receive an additional dose of ancef intraoperatively and will receive one more dose in the postoperative period.¿ product identification records for the alleged gore device were not provided. [Missing records: records for the alleged injuries; bowel obstruction, infection, were not provided.] A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that although the brand name and lot# of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the unknown gore device instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Added medical history. Conclusion code remains unchanged. Added medical record information.   Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows:  on (B)(6) 2017: ( (B)(6) md. History and physical. History significant for prior sigmoidectomy for diverticulosis in 2005 followed by open ventral hernia repair with mesh and most recent colonoscopy in 2011 without significant pathology, presenting with 12 hours of worsening abdominal pain associated with nausea and episodes of emesis. Reports pain started all of the sudden, was crampy, involving entire abdomen primarily but more so in the middle. Denies any prior episodes similar to current episode, denies pain to groin or back. Endorses nausea, episode of vomit, episodes of sweats, denies fever, chills or recent weight loss. Endorses increased urinary frequency, only able to void with some small amounts, this does not appear to be a problem. Denies dysphagia or odynophagia. Does not recall when last passed flatus. Last bowel movement was yesterday and was normal. Denies diarrhea, constipation, cough, congestion. Does feel more bloated than usual. Abdomen does look larger than his baseline. Denies issues with appetite. History: gerd [gastroesophageal reflux disease], barrett¿s esophagus, diverticulosis, diabetes mellitus. Surgical history: appendectomy 1962, laparoscopic converted to open ventral hernia repair with gore-tex mesh 2005, low anterior resection with primary stapled anastomosis 2006. Social: denies tobacco, drug use, endorses occasional etoh use. Medications: atorvastatin, glipizide, lisinopril, pantoprazole, januvia. Exam: abdomen; distended with mild discomfort with palpation in periumbilical hypogastric region. No significant tenderness elicited in remainder of abdomen. No rebound, no guarding, no signs of peritonitis, no rigidity. Has a lower laparotomy scar that is well healed. No evidence of incisional hernia present. CT significant for numerous dilated loops of proximal mid small bowel, mid ileum in right abdomen there is fecalization as well as tapering of small bowel, normal in caliber with an approximate span of 15 cm. Distal ileum normal caliber. No focal transposition point. No pneumoperitoneum. Small amount of free fluid, mesenteric edema adjacent to distended small bowel loops with free fluid in pelvis, multiple small mesenteric lymph node, small fat containing right inguinal hernia present. Impression/plan: suggestive of a partial small-bowel obstruction. CT demonstrated mild dilation up to the mid small bowel where there were possible transition point may be present in distal small bowel. Most, likely secondary to adhesive disease in setting of prior intraabdominal operations at this time. At this time, does not appear to have any suggestive of ongoing bowel compromise therefore, will plan to pursue nonoperative management with bowel rest, IV fluid hydration and closely monitor for changes. At this time, denies nausea or further emesis, hold off placement of ng tube. Admit and monitor. On (B)(6) 2017: (B)(6) md. Operative report. Preprocedure diagnosis: small-bowel obstruction. Postprocedure diagnosis: small-bowel obstruction. Procedure done: exploratory laparotomy with lysis of adhesions, extensive. Assistant: (B)(6), md. Anesthesia: general endotracheal tube anesthesia. Indications: the patient presented with abdominal pain, nausea and vomiting, a CT scan showing findings consistent with dilated proximal small bowel and distal decompressed bowel. Ng tube was placed and the patient was managed conservatively overnight. By the next day despite him feeling a little bit better, there was still concern as his bandemia went up and lactic acid went up and abdomen was still tender. As a result, [sic] was decided to go to the or and explore. Findings: multiple adhesions especially of the small bowel to the anterior abdominal wall fascia and previous mesh closure. Description of procedure: ¿the patient was brought to the operating room under anesthesia guidance, intubated. He had compression stocking positioned before induction received preoperative antibiotics. His abdomen was prepped and draped in standard surgical fashion and midline incision was created superior to the previous incisions and dissection was carried down to the anterior abdominal wall fascia, which was opened and the peritoneal cavity entered. The small bowel was identified in the left side, which was distended and dilated. There were adhesions of the omentum down to the anterior midline area. The omentum here was transected with ligasure. Eventually, we were able to feel manually multiple adhesions of this dilated appearing small bowel to the anterior abdominal wall. The small bowel in the right lower quadrant seemed decompressed. The incision was extended inferiorly into the region of the mesh initially just a little bit and then eventually this was extended again secondary to the fact that these adhesions of the small bowel were stuck down and acquired visualization to take down. The small bowel loops were stuck to the fascia and the peritonealized mesh and extensive dissection was carried out in order to mobilize and free up these adhesions from the anterior wall. Once aspect of the mesh was debrided and remained slightly on the small bowel. In doing this, no enterotomies were made and very little of a serosal tear was created, but there were multiple areas of interloop adhesions, which did not appear to be obstructing. It was mainly the adhesions going up into the mesh area. About 2 hours was spent lysing adhesions in this case. Eventually, once the small bowel was completely dissected out of the anterior abdominal wall and pelvic area, it was run proximally to distally and distally to proximally feeling the bowel with no masses noted and looking the fluid distally. Once this was carried out and the bowel examined, some of the intraloop adhesion were taken down. The area of colon that was visualized appeared to be relatively normal in the right lower quadrant. The area was irrigated and then the midline area was closed with running 0 pds. The bites were taken across the fascia and down into and across the mesh tissue inferiorly getting pass the mesh several 0 [sic] prolene sutures were used to approximate the tissue. They would not go through the mesh part of the midline in the inferior aspect. The area was irrigated with betadine and saline and staples were loosely applied. At the end of the case, all sponge, instrument and needle counts were correct. Estimated blood loss was 50 ml. Specimen sent was none, IV fluids were 5-1/2 l. The patient made about 250 ml of urine. Ng tube and foley catheter were left in place, drained.¿ on (B)(6) 2017: (B)(6), pa. Discharge summary. Discharge diagnosis: small bowel obstruction: present on admission, yes. Medications: glipizide, januvia, lisinopril, atorvastatin. Hospital course: presented to ed, nausea and vomiting. Had CT that revealed sbo [small bowel obstruction]. Admitted to surgery, had ng tube placed, made nothing by mouth, dvt prophylaxis initiated and maintained throughout stay. Was treated conservatively until his pain and abdominal distention worsened. Was brought to or on (B)(6) 2017, underwent the procedure and tolerated it well. Foley removed on postop day 2. Ng output decreased and bowel function slowly started to return. Ng was removed and diet progressed as tolerated to soft/low fiber diet. Upon discharge, vital stable, labs within normal limits, voiding and ambulating independently, tolerating soft diet without nausea or vomiting. Exam: protuberant and soft with appropriate incisional tenderness. Incisions well approximated without surrounding erythema or drainage. Discharge home. On (B)(6) 2017: (B)(6) md. History and physical. Recently admitted with small-bowel obstruction, now with persistent episodes of loose bowel movements since surgery. Does have decreased appetite. Complains of getting sweats and also feeling cold at the same time. Exam: abdomen; soft, nontender, nondistended, no rebound, no guarding, has well-healed midline incision with staples in place, no reactive erythema. Wbc 16.7. Impression/plan: with respect to lab findings, they are likely result of intravascular volume depletion secondary to decreased intake and multiple episodes of loose bowel movements. Cannot exclude clostridium difficile colitis, test stool. Aggressively resuscitate as acute kidney injury and lactic acidosis may be secondary to intravascular volume depletion. Closely monitor throughout the course of the day. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that although the brand name and lot#: of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the unknown gore device instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). It should be noted that although the brand name and lot# of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. Although the brand name and lot# of a gore device has not been provided, instructions for use for the vast majority of gore's eptfe patch products also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2006 whereby an "alleged gore device" was implanted. The complaint alleges that on approximately (B)(6) 2017, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: bowel obstruction, infection; to be supplemented. Additional event specific information was not provided.